Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that hst iii system (3.8mm) punch did not work when fired. A new device was opened to complete the procedure. There was no procedural delay. There was no patient harm.

Event description:
N/a

Manufacturer narrative:
Trackwise ID#: (B)(4). The lot # 3000368163 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.